Event description:
It has been reported to philips that an image processing pc (ippc) error appeared. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the information provided, the issue was discovered during preventative maintenance. The system was not in clinical use and no harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was experiencing intermittent errors caused by the image processing pc (ip-pc). The fse replaced the ip-pc and ip-pc image discs, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.